Manufacturer narrative:
The customer returned a device which was identified to have a catalogue # of 5c4483, brand name of minicap transfer set and a 510k # of k192705. H10: the device was received for evaluation with a patient connector attached to the female connector. A visual inspection with the naked eye noted the female connector was separated from the main body. There was evidence on the female connector an insert chip was present. The reported condition was verified. The cause of the separation was due to inadequate solvent application during manufacturing. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a peritoneal dialysis (pd) transfer set unscrewed from the main body which resulted in the customer being unable to disconnect from the cycler. This event occurred after pd therapy was complete and the patient was attempting to disconnect from the cycler. To resolve this issue, the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.